Manufacturer narrative:
The actual sample was received at the plant for analysis. Functional leak testing was performed by filling the bladder with water. During fill, evidence of a leak was observed on a segment of the tubing line. Microscopic examination determined that the cause of the leak was determined to be a cut on the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the patient's carrying bag. The source of the leak could not be determined. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.